Event description:
Two tines of laparoscopic bowel grasper broke during laparoscopic cholecystectomy. Required intraoperative localization for laparoscopic removal. All pieces successfully removed laparoscopically. Post removal x-ray demonstrated resolution.